Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Patient had bleeding from impella site requiring transfusions. Impella was repositioned on arrival and angle matching was optimized. Had some resolution in bleeding but overnight developed significant bleeding from impella site per rn requiring fem stop. Had significant hemolysis with elevated plasma-free hemoglobin.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved quickly. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of the bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all the post sterile inspection checks.